Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an epic biliary endoscopic stent was implanted in the right hepatic duct to treat cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on un unknown date. Reportedly, the patient's anatomy was tortuous during the stent placement. On (B)(6) 2021, during a radiofrequency ablation procedure, it was noted that the epic biliary endosocopic stent migrated from its original position. Using spyglass and forceps, the physician grasped the end of the epic biliary stent and pulled it back into its original position. The stent remains implanted and the physician was comfortable leaving the stent in place. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.